Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) was in backup mode. No changes or intervention was reported. The patient condition was stable.

Event description:
Additional information received notes that the implantable cardioverter defibrillator was explanted and replaced. The patient was discharged following the procedure.